Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences in sensor and blood glucose value. Sensor glucose value was 400 mg/dl and blood glucose value was 748 mg/dl. The customer reported blood glucose value of 748 mg/dl. The customer reported hyperglycemia and diabetes ketoacidosis had an emergency room visit, was hospitalized and was treated with intravenous insulin infusion. The customer also experienced symptoms of confusion, altered vision/vision changes, extremity pain/cramps. The event involved product(s) unomedical, mmt-7040a, mmt-1884l, mmt-332a. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event was unknown. No further patient complications were reported. No product return is required for unomedical, mmt-7040a, mmt-332a. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 27-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. On the related svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 26-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the (primary svn#: (B)(4) event date of 27-apr-2025 and related svn#: (B)(4) event date of 26-apr-2025, these pump error(s)/alarm(s) were noted: two no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 14:43:19.000 and 14:43:19.000 during bolus deliveries. No delivery alarm/insulin flow blocked alarm during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bg and dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced differences in sensor and blood glucose value. Sensor glucose value was 400 mg/dl and blood glucose value was 748 mg/dl. The customer reported hyperglycemia and diabetes ketoacidosis had an emergency room visit, was hospitalized and was treated with intravenous insulin infusion. The customer also experienced symptoms of confusion, altered vision/vision changes, and extremity pain/cramps at the time of hospitalization. The event involved product(s) unomedical, mmt-7040a, mmt-1884l, mmt-332a. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event was unknown. No further patient complications were reported. No product return is required for unomedical, mmt-7040a, mmt-332a. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.